Event description:
Follow up information reported that the patient still had concerns with their device therapy but had not sought further help. It was noted that they needed to make an appointment. If additional information is received, a follow up report will be sent.

Event description:
It was reported the patient had an MRI for their neck about 3-4 months ago and they were shocked by their implantable neurostimulator (ins). The reporter stated the ins ¿let her know it was down below and it shock her a little bit.¿ it was noted the patient had forgotten their patient programmer and was unable to turn the ins off prior to the MRI. It was noted the patient was on program 2 at 0.8v. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 3093-28, lot# v181439, implanted: (B)(6) 2008, product type: lead. (B)(4).